Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Upon wakening on (B)(6) 2022, the spouse realized the patient had lost consciousness and was having a seizure. The cgm value was 7.6 mmol/l and the bg finger stick value was 4.1 mmol/l. He transported her to the emergency department (ed). At the hospital she was not lucid and was treated with dextrose 50% IV until her bg stabilized. The patient did not recall the bg finger stick or any other medications or treatments she received. On (B)(6) 2022, she was discharged home in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)